Manufacturer narrative:
Submit date: 03/2/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, the technician was unable to duplicate the customer's complaint. No fault found. The unit was tested per procedure and returned to the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Customer states the unit shuts down by itself.